Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with cracked battery tube threads, cracked case at the battery tube side and cracked case at the corner of the belt clip rail. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, faded/peeling serial number label, scratched keypad overlay, pillowing keypad overlay and stained keypad overlay. The pump was received with a blank display. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement due to blank display. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found corroded pcba 1, pcba 2, and force sensor. The motor had moisture damage. The battery tube was corroded. Using a test pcba 1 and the original pcba 2, the pump had blank display. Using a test pcba 2 and the original pcba 1, the pump had blank display. Blank display was confirmed during analysis due to corroded electronic assembly. Unable to generate the power management graph or perform the history review 1 week prior to the event date 12-nov-2024 in the pump history file due to blank display. Cosmetic damage was confirmed at the back of the pump. Unable to perform the required tests due to blank display. Blank display was confirmed during analysis due to due to corroded electronic assembly. Unable to upload/download confirmed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported physical damage to the insulin pump, which can no longer be used. The customer reported no adverse events. The event involved product(s) mmt-1885. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and mmt-1885 was returned for analysis.